Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 97792, lot# n444242, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's entire system was explanted in (B)(6). After having the system explanted, the patient had continued to have huge variances in her white blood cell count. The patient's hcp had believed that the patient's white blood cell count had nothing to do with the stimulator. The patient had not seen her hcp since having a wound check, but everything else was fine.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37743, serial (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 97792, lot # n444242, implanted: (B)(6) 2014, product type accessory. (B)(4).

Event description:
It was reported that a patient was having problems and had an allergic reaction to her device. The patient had two previous implants, she had never had this type of problem with them, and she had healed in three weeks with the prior implants. The patient reported that she was allergic to the nickel in her leads, something in her current leads was different then her previous leads and it was causing her to have a reaction. She wasn¿t having a reaction at the implantable neurostimulator (ins) implant site, only where the leads were, and it was swollen and had been since the time of implant. The implant site had healed completely and it was only where the leads were that was still sore, tender, and swollen. The patient reported that her body was rejecting the ins and she had pain, numbness, and tingling in the toes, feet, and fingers since implant at the hospital. The patient said the ins was making her sick, she didn¿t want to die right now, and she didn¿t have problems with the previous inss. The patient also reported that she was sensitive to tantalum alloy and poly silicone. The device was MRI safe and was coated with something she was sensitive to. It was noted that the patient was allergic to iodine, IV dye, media dye, contrast dye, anaphylaxis, shellfish, nickel and she carried an epipen everywhere. Her healthcare provider (hcp) told her that she may be allergic to tantalum. Since implant the incision area had a knot in the spine and a hcp told the patient it was fluid. She had a CT scan with dye and without dye for the incision area where the knot was. The device was placed differently than the previous devices. It looked like it was taped to something in her back, ¿like the discs or something.¿ a week after implant she had been sick with a low grade temperature, her blood pressure was sky rocketing, and she was on blood pressure medication. She went to the emergency room on (B)(6) 2014, her blood pressure was 198/160, and her pulse was 135. Two days later her blood pressure was 132/89 and her pulse was 108. The patient¿s white blood count was 20 and she had a fluctuating white blood cell count. It was indicated that the patient had inpatient complications. No cause was determined for the blood work abnormalities and there was no allegation that the ins caused the issue, they were just looking at all of the options. It was verified that the patient didn¿t have an infection and she was discharged. The ins would also heat up and get extremely hot. The patient didn¿t have the implant on now because it did something to her fingers and toes and felt like someone was sticking hot pokers in it. Stimulation was indicated to be fine. The patient reported that her hcp didn¿t want to do an MRI with the device and the identification card said that the implant was not safe for MRI, and the new implant was supposed to be MRI friendly but was not. The patient was going to have the leads removed. She wanted to know if she could leave the ins in her body because she wasn¿t allergic to that and wanted to leave it inside of her body. The patient had a visit with her doctor scheduled for (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was ¿100 percent fine.¿ more blood work had been done and nothing had changed. The patient¿s hcp had ¿100 percent ruled out that any of the patient¿s problems were somewhat related to the stimulation at all.¿ the patient continued to believe that she had had a reaction to the leads. The patient wanted a spinal cord stimulation (scs) system again, but wanted an older model of lead to be used. The patient¿s hcp had wanted the patient to wait until the year 2015 to get a new scs system, but the patient hadn¿t liked that and began searching for a new physician.